Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation results: visual inspection: during the visual inspection no significant or damage of the valve were detected. Through a measurement of plane parallelism of the deformation of the outer housing of the progav® valve was observed. The housing deformation measured at - 0.0375 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has indicated that the valve has a blockage. Adjustment test: the progav® was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Results: first, we performed a visual inspection of the progav®. A deformation of the outer housing of the progav® valve was not observed through the visual inspection. The slight deformation was detected through a measurement of the plane parallelism next, we tested the permeability, adjustability, as well as the brake functionality and brake force. The valve was neither permeable nor adjustable. Furthermore, while the brake functionality was present, the braking force was unable to be measured due to the inability of the valve to hold a set pressure. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the valve was non-adjustable at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risk of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav system (fv413t)was implanted during a procedure performed on (B)(6) 2011. According to the complainant, the progav system was believed to be not adjustable. The patient underwent a revision procedure on (B)(6) 2016. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient information: age:(B)(6). Weight: (B)(6). Height: 115 cm.